Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient had low flow alarms. The estimated flow appeared to be below the alarm threshold of 2.5 lpm. Patient had signs and symptoms of pump thrombosis. Patient had clinical evidence of hemolysis with elevated lactate dehydrogenase (ldh) levels that was fluctuating but up to 900, and failed ramp echo in which left ventricular end diastolic diameter (lvedd) was not properly changing with altered left ventricular assist device (lvad) speeds. Computed tomography angiography (cta), echocardiogram, and transesophageal echocardiography (tee) did not show anything abnormal. Patient hospitalized and on intravenous (IV) heparin which resolved low flows. Clinician believed that clot is perhaps in inflow conduit, outflow elbow of pump, or both, yielding the persistent low flow alarms. Pump exchange of heartmate 2 for heartmate 3 was performed on (B)(6) 2020, and the pump was returned. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). In addition, an analysis of the log file provided by the account confirmed persistent low flow alarms; however, the evaluation of the returned device could not conclusively determine a specific cause for the low flow condition. The account communicated that the low flows stopped after the patient was started on a heparin drip. The submitted log file contained data from on 13mar2020 from 05:31:45 pm through 08:20:16 pm. Low flow hazard alarms were observed throughout the duration of the file with the estimated flow ranging from 2.2 and 2.4 lpm. The system appeared to be operating as intended and the pump speed remained above the low speed limit for the duration of the file. The pump was returned assembled with the driveline (dl) cut approximately 6¿ from the pump housing. A glove tip was attached to the distal end of the dl with a black suture. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief was present above the outflow graft but was returned detached from the outflow graft attachment. The bend relief collar was returned detached from the device. Evaluation of the inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of (B)(6), examination of the inlet stator revealed a red thrombus formation. The thrombus showed evidence of laminated layering indicating that it formed in this location over an undetermined amount of time. Further examination of the pump revealed a small red, thrombus formation in the outlet stator. The thrombus formation was situated adjacent to the outlet stator bearing ball between the outlet stator blades. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be determined. Although a root cause for the development of these thrombus formations could not conclusively be determined through this evaluation, they could have contributed to the patient's reported hemolysis. However, a direct correlation between the observed formations and the persistent low flow alarms could not conclusively be established as they did not appear to significantly occlude flow and there was no evidence of poor surface washing through the device. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.